Event description:
Patient reported that she has tried to access port 2 times but it is not working. Pt agreed to try again but believes it is blocked with a clot and cathflow is needed. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic inflammatory demyelinating polyneuritis.